Manufacturer narrative:
On november 9, 2023, mentor received additional information indicating that the correct date of event was on march 2, 2023. In addition, the patient's implants were replaced with the following devices: (left) 675cc mentor memorygel boost breast implant catalog: smpb675 lot: 9766730 sn: (B)(6), and (right) 675cc mentor memorygel boost breast implant catalog: smpb675 lot: 9869102 sn: (B)(6).

Event description:
It was reported that a 43-year old female patient underwent primary breast augmentation with a 600cc mentor memorygel breast implant on the left breast. Post-operatively, the patient was diagnosed, via physical examination, with left breast capsular contracture (baker grade iii). As a result, the patient has been scheduled for breast implant surgery on (B)(6) 2023.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2023, mentor received additional information indicating that the correct date of event was on (B)(6), 2023, the patient is hispanic, and that the patient's implant was replaced with a silicone implant.